Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. At 1210, the pump was programmed for piggyback delivery of an unspecified concentration of zosyn and the delivery was started. No further programming parameters were provided. The customer contact reported at approximately 1400, it was noted the pump had powered off with no audible alarm tone. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.